Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. The issue was verified through review of the software logs. As a precaution the system pcba was replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device was power cycling repeatedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.